Event description:
Attorney's report of patient's alleged infection, fusions of the small intestine to the mesh, fistula and mesh explant due to defective/failed mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.